Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, the patient was revised on (B)(6) 2015 due to unknown reasons. The patient then experienced a superficial infection on (B)(6) 2015 and was treated with parenteral antibiotics and drainage.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2005 with competitor products. Subsequently, the patient was revised on (B)(6) 2015 due to aseptic loosening. The patient then experienced a superficial infection on march 18, 2015 and was treated with parenteral antibiotics and drainage.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and/or allergic reaction."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.